Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information or clinical information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a shoulder surgery requiring revision due to unknown reasons.

Event description:
It was reported that the patient underwent a shoulder surgery requiring revision due to unknown reasons.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.